Manufacturer narrative:
Microsensor (ID 826633) was returned for evaluation. Device history record (DHR)- there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the catheter material was stretched 22cm ¿ 39cm from the sensor tip and an x-ray determined that internal wires were broken. Root cause analysis- the supplier conducted an investigation which showed that internal wires within the catheter were torn. The supplier deemed the cause of this issue to be due to mishandling.

Event description:
A facility reported a microsensor (ID 826633) showed no readings during the implantation procedure. The procedure was completed with a replacement product available. Issue detected before implantation site closure, and the event led to 15 minutes surgical delay. The monitor used was icp express, 220 volt (ID 826635) and the cable used was icp express cable (ID 826636).